Event description:
It was reported that during a lap nissen procedure, when test cycle activated, test would not run completely due to hand control buttons not staying active. There was no pt consequence.